Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced irritative voiding symptoms, urinary frequency, urgency and pelvic pain. The patient underwent cystoscopy with hydro dilation on (B)(6) 2010. No additional information was provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary retention and bladder infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and bladder spasms.

Event description:
It was reported that following insertion the patient experienced dysuria and bladder spasms.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, an enterocele, and uterine leiomyomas. The patient underwent the concurrent procedures of a total abdominal hysterectomy with partial left salpingectomy during mesh implantation. No additional information was provided.